Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited far r wave oversensing. X-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.